Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving bupivacaine 5mg/ml at 4.157mg/day and dilaudid 10mg/ml at 8.291mg/day via an implanted pump. Indication for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that a pump was interrogated and motor stall with "stopped pump period may exceed tube set" had occurred. The motor stall occurred on (B)(6) 2016. It was reported that the patient had withdrawal-type symptoms including nausea, sweating and increase in pain. The change in therapy was noted to be sudden. The pump was replaced on (B)(6) 2016. The issue resolved after the replacement. Patient's stat was "alive-no injury."

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the gear train. In addition, there was a motor stall due to gear wheel 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.